Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported there was 6 aneurysms found in the tubing sets during infusions. The customer indicated that they do not think the tubing is faulty, but that a module was faulty or nurses were leaving the clamp closed as potential causes for the issue. There was no report of patient harm or to medical staff.

Manufacturer narrative:
Device history record could not be performed on model 2420-0007 because the lot # for the suspect set was not provided.

Event description:
It was reported that tubing sets ballooned during an infusion of an unspecified fluid. It was noted that upon review of the tubings by the facility¿s biomed manager, it was their belief that the tubing is not at fault and that either they have a faulty module or they have an education issue among staff wherein the clinicians are leaving the tubings clamped during infusion. It was then mentioned that the customers are working internally to address the issue. Although requested, additional information was not provided to date.